Manufacturer narrative:
(B)(4). The device was returned to baxter, and the evaluation is complete. The event history log review showed no keystrokes, programming, or use related events that indicated and/or contributed to the reported issue. No abnormalities were identified during internal and external inspections. Rite (returned instrument test evaluation) electrical testing was conducted and passed. The device failed rite functional testing as a system error (se) 2200 (vsr pressure leak) occurred during volumetric accuracy tests. A check of the pneumatic system revealed a leak in the vsr chamber. The cause of the rite failure was due to damaged transducer tubing. The tubing was scrapped, and the device was sent for servicing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice (hc) device, a baxter technician determined the hc machine failed therapy monitored fluid volume testing. There was no patient involved. No additional information is available.